Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - ventricular nst (non-sustained tachycardia) =200 ms average v-cycle on (B)(6) 2010 10:03:02.

Event description:
It was reported that the right ventricular lead was oversensing noise. The lead remains in use. No patient complications have been reported as a result of this event.